Event description:
The customer stated that he had been hospitalized. He had been taking insulin based on his meter readings and then he began vomiting and experienced ketoacidosis. The customer also stated a nurse told him his meter was reading 30-40 mg/dl higher than the hospital meter. The customer was found to be using expired test strips. Replacement test strips and control solution were to be sent to the customer to finish troubleshooting. No product will be returned at this time.